Event description:
Customer reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Customer received instructions on how to properly press the button, but the issue persisted. Technical support decided to replace the pump and instructed the customer to return the problematic pump using a pre-paid label. The customer acknowledged understanding the instructions and would continue using their current pump until the replacement arrived.